Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that no anomalies were found.

Event description:
It was reported that the device migrated partially out of the pocket. The device was explanted and replaced successfully. The patient is a participant in the reveal (B)(6) study. No patient complications have been reported as a result of this event.